Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing blood glucose levels over 400 mg/dl. The customer was taken to the hospital where she was also treated for dehydration. Nothing further was reported.